Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 10-oct-2023. Investigation summary: two mz5303 samples from lot 22099358 was received in sealed packaging for investigation. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during use of the maxzero device, with backflow of blood also occurring. A visual inspection of the returned samples did not identify any obvious damage or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, no flow issues or leakage was detected throughout testing. The samples were then subjected to pressure testing; again no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22099358 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set there was a blockage. This is 1 of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: 1. The nfc cannot be flushed, no matter what was administered over it 2. The extension contains blood reflux and blood leaks out of the nfc from the connection area.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set there was a blockage. This is 1 of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: 1. The nfc cannot be flushed, no matter what was administered over it. 2. The extension contains blood reflux and blood leaks out of the nfc from the connection area.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a mz1000 sample was not available for investigation; however the customer indicated the complaint sample was from lot 22099358. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla), which resulted in blood backflow. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22099358 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set there was a blockage. This is 1 of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the nfc cannot be flushed, no matter what was administered over it. The extension contains blood reflux and blood leaks out of the nfc from the connection area.